Event description:
The customer reported that the insulin pump alarmed motor error when customer went to take a bolus. Upon rewinding and priming again, when insulin came out, the device alarmed that the force sensor system was compromised. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. Unable to perform the rewind, basic occlusion, occlusion, and excessive no delivery test due to a33 alarm. No motor error alarm noted and the motor passed the motor test. The insulin pump was programmed with multiple bolus deliveries; all of the boluses were delivered and registered properly in the bolus history. All alarms were properly recorded in the alarm history. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.